Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during video-assisted thoracoscopic surgery (vats), the stapler was assembled successfully with all solid lights for handle, adapter, and reload. Surgeon closed the jaws of the reload on the lung tissue to the point when the status light turned green. The surgeon then pressed the green fire button and the status lights started blinking green. The surgeon then pressed the blue fire button, the stapler did not advance, the flashing green stopped and blue lights appeared. Surgeon opened the jaws and removed the stapler. A second handle and adapter was opened and assembled. The same reload was placed on the second handle and it had the same failing results. A second reload was opened and loaded onto the second device system. This time the stapler performed the transection with great success. The tech removed the reload and the adapter off the first handle. The status continued to flash blue , and the reload status light continued to flash green. Both still flashing even though neither the adapter or reload were attached to the handle. New device system was used to complete the case. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. The electrically erasable programmable read-only memory (eeprom) was uploaded and indicated 43 autoclave cycles for the handle. A pmv representative adapter and single use loading unit (sulu) were connected to the subject handle and applied to test media. The device responded correctly and the reload was able to be fired. The reload cleanly applied staples and transected the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.